Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer¿s mother reported that the pump do not delivery insulin when is only 1 bar on battery icon. When she replaced the battery, the pump delivers insulin on the same set correctly. The customer¿s mother reported the same issue occurred in (B)(6). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit was tested using a voltage supply and was set to low battery voltage. Multiple bolus deliveries were program and were successfully delivered and recorded. No delivery anomalies were noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.